Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) smart pass feature was turned off due to low amplitude measurements. Later in time, the patient received an inappropriate shock due to oversensing. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.